Manufacturer narrative:
Concomitant medical products: product ID: 694765, serial# (B)(4); product ID: d394trg, serial# (B)(4).

Event description:
It was reported that the patient felt uncomfortable and went to the hospital. The patient's left ventricular (lv) lead had pacing failure. The lead was repositioned. Later the patient's right ventricular (rv) lead had high defibrillation impedance. The physician suspected a connection issue. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.